Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I. - corrected brand name: servo-I base unit. D4 ¿ version or model #: - previous version or model #: servo-I. - corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test. Identification of issue has been done by analyzing problem description and service reports. According to the information provided by the technician, the air gas module was identified as faulty and replaced. The issue has been resolved and the device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).